Manufacturer narrative:
(B)(4). If explanted; give date: not applicable. There is no indication at the time of this report that the lens has been explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was implanted in patient's left eye on (B)(6) 2013 and a zct225 iol was implanted in patient's right eye on (B)(6) 2013. The patient is concerned about two different iols as she has astigmatism in both eyes. The patient experienced severe halos, glares and starburst more with the left eye. Patient has not been able to drive since implantation, therefore affecting her daily activities. Doctor has prescribed drops to alleviate her symptoms but it has not helped. No further information was provided. This report represents the lens implanted in patient's left eye. A separate report is being filed for the lens implanted in patient's right eye.

Manufacturer narrative:
Device evaluation: complaint device was not returned for evaluation as it remains implanted. Reported complaint could not be verified. The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. There is no associated deviation or non-conformity report. The units were released according to specification. During manufacturing process, all lenses are visually inspected under 10x microscope magnification and defective lenses are rejected. A review of the complaints related to the production order was performed and the results revealed no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.